Event description:
Patients home health nurse reports that patients pump had a malfunction. Unknown what malfunction occurred. Unknown if product is available for possible return or if patient missed a dose due to malfunction. Pump serial number: (B)(6). Diagnosis for use: nonfamilial hypogammaglobulinemia.